Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.the actual device batch number associated with this event is not known. The following is a possible batch number: batch j107711, mfg date: 07/01/2009, exp date: 07/31/2015.in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The following is a possible batch number: batch j107711.

Event description:
It was reported that a patient underwent an open heart surgical procedure on (B)(6) 2011 and a drain was placed. The patient experienced onset of infection ten to eleven days after the procedure. The patient expired on an unknown date. Additional information has been requested.